Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Internal complaint number: tw #(B)(4). Autonumber: # (B)(4). The complaint is closed and cancelled because device was tested by customer and determined to be functional. They did not find any fault with the product.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.